Manufacturer narrative:
Upon additional review of the event information, it was determined that the reported malfunction did not cause or contribute to a death or serious injury, and it would not be likely to cause or contribute to a death or serious injury if it were to recur. Therefore, the event does not meet the definition of an MDR reportable event per 21 cfr 803. Additionally, the product referenced in this MDR is not manufactured by medtronic. The manufacturer of the leadpoint system, natus medical incorporated, has been provided with the information pertaining to this event. The manufacturer of the d.zap electrode, fhc, inc., has also been provided with the information pertaining to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported a leadpoint noise issue, and that they were unable to increase amplitude on the patient's device without massive feedback. It was stated that the healthcare professional (hcp) felt the recordings were worthless due to distortion of the trace, as it was oscillating and indecipherable. Dzap electrodes were used, with impedances checked and found to be a little high but not likely the cause. The notch filter was also turned on which did not resolve the issue, so the hcp decided to do macro stimulation off of the lead since recordings were not providing adequate information. The lead was then implanted and completed without further sequelae. However, the hcp will not do another case with the leadpoint until an expert is on site to troubleshoot. No further complications are anticipated. The patient's indication for implant is unknown.